Event description:
The drill was getting very hot, regardless of which bur was being used. The physician couldn't hold it due to the heat. The hand piece took less than a minute to heat up. The procedure was a cochlear implant for a 2 year old female patient. The case was completed with another device. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis found, ¿the indigo was tested according procedure and the total heat rise [from ambient room temperature] was 14 degrees fahrenheit. To check again the same test was performed with an angled attachment and again the heat rise was only 13 degrees. This is well within specs. ( 27 degrees heat rise in 5 minutes).¿ method: actual device evaluated, use testing. Results: no failure detected. No failure detected, device operated within specification.

Manufacturer narrative:
(B)(4).